Event description:
Oversensing with inappropriate shock delivery was reported. It is assumed that there was a correlation between the incident and a serious accident the patient was involved in.

Manufacturer narrative:
The analysis demonstrated that the integrity of the lead was compromised due to abrasion of the lead's insulation, which led to a breach of the conductor cable to the shock coil. Based on the characteristics, the geometry and the location of these damages, it is reasonable to assume that the lead was subjected to excessive and continuous mechanical stress. The interaction with the additional implanted lead, as well as with the tricuspid valve, should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The analysis of the lead did not reveal any sign of a material or manufacturing problem.